Manufacturer narrative:
Corrected information: a review of the initial report submitted under 3004178847-2021-07002 revealed that the report type under section h1 and the codes under section h6 had been inadvertently incorrect. Therefore, this supplemental filing is to update the following fields: section h1 - type of reportable event: serious injury section h6 - health effect - impact code: 4644 - medication required section h6 - health effect - clinical code: 2330 - discomfort section h6 - medical device problem code - 3191: no code available (contact lens affected) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown. Implant date: not applicable, not an implantable device. Explant date: not applicable, not an implantable device. Manufacturer telephone number: (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the customer has been a contact lens wearer for many years and tried using revitalens, but experienced discomfort. After using it for five (5) days she did not wear the lens due to discomfort. Through follow up it was learned medical attention was sought and medication was prescribed. The consumer was prescribed dexa single dose for 15 days and azyter for 3 days, and no contact lens wear for 15 days. No further information provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: 3/22/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation : the complaint product was received. And chemical testing was conducted for the returned product. All test results met product specifications, including physical appearance. No product deficiency was confirmed. Manufacturing record evaluation: all the records for production process were found to be acceptable. All testing items were completed and met specifications. Historical complaint data was reviewed, for the reported lot number#: zh05205. Only one complaint was reported, in previous 12 months for the reported lot number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. No nonconformity report, escalation, documentation or labeling change is required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.